Event description:
It was reported that the procedure was to treat a calcified, eccentric and 90% stenosed proximal left anterior descending artery. During preparation of a 3.25 x 33 mm xience xpedition, when removing the protective sheath, the stent dislodged. There was no resistance noted removing the protective sheath. A 3.0 mm xience xpedition was successfully used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned for evaluation. Stent dislodgement was confirmed. Based on a visual and dimensional analysis inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.